Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently not available.

Event description:
I have just witnessed an omnispan gun failing today with 2 separate needles. Each needle has 2 implants which both fired at the same time rather than independently. As a result the surgeon wasted 2 omnispan needles as well as the faulty gun. The patient wasn¿t harmed and the procedure took an extra 3 minutes. I have the faulty contaminated gun if you would like to inspect it? The customer would like a refund or a replacement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no non-conformances were identified for this part (228143)-lot (l513127) number combination. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this device's lot number. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2017-50113 and 1221934-2017-50116.